Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as a decision was made to implant the valve after the particulate was able to be removed. The particulate was discarded. As a result, no visual inspection, functional testing, dimensional analysis, or fourier transform infrared spectroscopy (ftir) could be performed. Imagery was provided for evaluation. Review of the imagery revealed one (1) stiff white fiber that appears to be extruding from the skirt at the inflow side. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system and valve usage. Per the IFU/training manuals, it states to examine the valve box and jar. If the container is found to be damaged, leaking, without adequate sterilant or missing intact seals, the valve must not be used for implantation as sterility may be compromised. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for particulate noticed during device preparation was confirmed based on the provided imagery. A manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and complaint history provided no indication that a manufacturing nonconformance was a contributing factor. A review of the IFU/training materials revealed no deficiencies. As reported, "after crimping of the valve, a piece of plastic was observed". Based on review of the manufacturing process, it was concluded that the source of the stiff white fiber was unlikely related to the manufacturing process. There is no similar material from the event that is used in the manufacturing processes. In addition, there was no reported particulate upon opening of the jar that contains the valve. The stiff white fiber was likely introduced during device preparation handling. In this case, available information suggests that procedural factors (device preparation handling) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required. However, an awareness communication was performed.

Event description:
As reported from our affiliates in belgium, during device preparation for a transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 ultra valve, after crimping of the valve, a piece of "plastic" was observed. The "plastic" was removed using a tweezer and the valve was implanted.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device was implanted.